Event description:
An unspecified error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer self-treated with insulin (dose and type unspecified) prior to the sensor malfunction. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat. The Emergency Medical Services (EMS) were contacted, and upon arrival, the customer was found unconscious. The EMS obtained an unspecified blood glucose reading using a healthcare professional (HCP) meter; however, no emergency treatment was administered for the diagnosis of hypoglycemia. The EMS assisted the customer by performing a fingerstick blood glucose test and replacing the sensor. The ambulance helped the customer by performing a finger-prick test and changing the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.